Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of event history log was not able to confirm the customer¿s reported issue of "error 4341", or any other errors. Functional testing was performed, and the reported issue was not duplicated. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventive service was performed. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that there was error 4341, test volumetric passed. There was no patient involvement.